Event description:
Reporter alleged discrepant blood glucose results of 330 mg/dl back to back with a result of 122 mg/dl when testing was performed 30 seconds apart on the advantage system. Customer stated taking normal medications and consuming food as normal however no report of other actions or treatment. A request was made for the return of the suspect device and replacement product was sent.